Event description:
It was reported that a patient experienced stimulation in the wrong location and fluttering sensations. This occurred when she would lay on her right side or get near her keyless entry of her car. Further information being requested from the hcp.